Manufacturer narrative:
The male pt had a previous myocardial infarction (mi). The target lesion was the proximal left anterior descending (lad). The vessel was an eccentric lesion. Aha/acc classification of the vessel was type b2. The lesion length was 15mm and vessel diameter was 3.5mm. The procedure was an emergency case due to acute mi. Pre-dilatation was not conducted. A 3.5 x 18mm cypher stent (lot unknown) was implanted at 12atm for 30seconds. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. Approximately two years later, the pt had an acute mi and was brought to the hosp as an emergency. Coronary angiography was conducted and thrombus was observed in the implanted cypher stent. To treat the thrombus, balloon angioplasty was conducted with a 2.0 x 15mm maverick balloon. Inflation time and pressure were unknown. Aspiration was also conducted. A 3.5 x 23mm cypher stent was implanted at 14atm because there was a lesion proximal to the initially implanted 3.5 x 18mm cypher stent. Then post dilatation was conducted with a 3.75 x 8mm maverick balloon at 16atm. Inflation time was unknown. The physician suspected heparin induced thrombocytopenia (hit) because the inside of the stent was hazy. Argatroban was administered and balloon angioplasty was conducted with a 4.0 x 10mm avion balloon at 20atm. Inflation time unknown. Iabp was inserted. Physician noted that the cause of the thrombotic event was because the plaque proximal to the stent ruptured due to the pt's constitution. This device (lot unknown) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
Approximately two years after receiving a cypher stent in the proximal left anterior descending (lad), the patient had thrombosis.